Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. A device interrogation revealed that the right atrial lead was under-sensing, and no p-waves were detected at the maximum sensitivity. The lead was programmed to an inactive mode.